Manufacturer narrative:
A ge service rep performed an on site investigation. The generator boot up floppy disc and the workstation software were replaced. The calibration files were reloaded and the entrance dose and electrical voltage system were adjusted. The camera was purchased through a third party. The system is operating as intended.

Event description:
The customer reported the 2600 system would not fluoro when the x-ray switch was pressed. No pt injury was reported.